Event description:
Needle breakage. Customer reports needle breakage during oral surgery with no adverse event to the pt. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/1996 requires reporting of incident once medical device family initially reported assuming incident could recur.